Event description:
During a laparoscopic case, a pt was on the table in the level positon. Staff heard a breaking sound from the table. Table then moved into the reverse trend and tilt. Causing the pt to slid of the table. Pt was caught by the staff and was lowered to the floor. Instruments were then removed from pt. Another table was brought in. Staff lifted pt to the table. All instruments were removed from room. New sterile instruments were brought in and pt was redrapped. The case proceeded by first using a camera to make sure instruments did not damage the pt. Pt was unharmed and case proceeded. There are no additional details at this time.